Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when the customer went to use the needle for a procedure, the handle fell apart. The device was used in a patient. There was no harm or injury to the patient or user. No other known adverse events were reported.